Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on 7/8/2014 notes: the patient experienced palpitations as result of complete loss of capture. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that a patient experiencing fatigue presented in-clinic; the left ventricular lead exhibited high impedance and loss of capture. Lead replacement procedure would be scheduled.